Event description:
It was reported that the patient presented for follow up after receiving inappropriate atp and high voltage therapy while exercising on the treadmill for an svt in the vf zone. The device functioned as programmed. No recommended programming changes were made. No further information available at this time.